Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the 355ld trocar was being used. A 5mm reusable instrument was placed through the trocar and the small ring fell into the abdomen from the trocar. The gasket ring was retrieved from the pt. Another instrument was used to complete the case. The case was extended 10-15 mins as a result. The trocar was discarded.